Manufacturer narrative:
Medical device lot #: w4d31a4. Medical device expiration date: 11/30/2020. Device manufacture date: 04/06/2016. Medical device lot #: w4d42c1. Medical device expiration date: 12/31/2020. Device manufacture date: 04/26/2016. (B)(6). Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for residue in the finger after puncture was not observed as all samples met specifications. Samples were also visually inspected at x10 zoom. No defects were observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that after using a bd microtainer® contact-activated lancet a piece of metal was found embedded in the patient's finger. The piece of metal was removed by a medical professional. No serious injury reported. Medical intervention unknown.